Event description:
Pt reportedly received a left nasal burn approx 1mm round during surgical procedure. The burn was allegedly caused by the suction bovie. A pin point hole was noted in the bovie insulation after the burn occurred. The area was treated with bacitracin ointment.